Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the moving parts of the trigger did not move smoothly, and the device was defective and difficult to assemble/disassemble. It was observed that the device had cosmetic damage and the coupling was worn. It was further determined that the device failed pretest for check triggers, check the sticky speed of the trigger, check the battery case coupling and check the attachment coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the moving parts of the trigger did not move smoothly on the small battery drive device. It was further reported that the device was defective and was difficult to assemble/disassemble. It was reported that the device had cosmetic damage and the coupling was worn. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) of 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.